Event description:
It was reported that the patient was recharging more than expected. It was reported that the patient had an MRI done on (B)(6) 2015 of hip and pelvis and the patient stated that it took longer to recharge the implantable neurostimulator (ins) now. The patient used to charge every 2 days and it would take an hour to get to 100 percent. At the time of report the patient had to charge 4 hours to get 50 percent. The patient stated that she would reach 75 percent but never reached 100 percent charge level like she used to. The recharge stats included 1, 0.7 hours, 0.8 days, typical coupling = 0. The patient stated that they hadn¿t had a change in coupling since MRI. While recharging on the day of report the patient was getting 8 coupling bars. The stimulation was used 74 percent since the last session dated (B)(6) 2015. The patient had 2 groups with low amplitude. The group most used was 60 hz, 0.8 volts, 660s, 2 a 2 ca, and 504 ohms. Another group was 0.8, 60s, 3 an, 3 cath, and 317 ohms. With 24/7 stimulation use the recharge frequency was 27 days. The patient stated that during recharging the screen did not go dark. Recharging statics showed that the patient charged .4 hours to 75% on (B)(6) 2015, 4.7 hours to 75% on (B)(6) 2015, 1.7 hours to 50% on (B)(6) 2015, 0.0 hours to 50 percent (B)(6) 2015, 0.6 hours to 50 percent on (B)(6) 2015, and 0.7 hours to 50 percent on (B)(6) 2015. The implantable neurostimulator recharger (insr) recharging stats reflected poor coupling during most of patient¿s recharge session (0, 1, or 2 bars coupling). Later it was reported that the patient met with the manufacturing representative and was able to get 8 coupling bars. The patient educated her on the importance of getting 8 bars. The patient was doing well and understood that she needed to get more than her usual 4 bars.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).